Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve without issues. A second mitraclip xtw was then inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 30-40 degrees. The procedure was completed with two clips implanted, reducing the mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported cowl was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.